Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-743a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during benign prostatic hyperplasia (bph) procedure, at 183,912 joules and 23:47 mins of use, fiber "expired message" was noted and the fiber was removed immediately. The fiber tip was not cleaned during the procedure. The procedure was completed using second fiber. Patient outcome: "patient was fine" reported.